Manufacturer narrative:
Received one device. Visual inspection found that the right plunger case is cracked, the reported issue was verified through alarm history review but could not be confirmed through any other test. Probable cause was unknown. Calibrated force sensor to resolve reported issue. Upon further investigation, found plunger case right is cracked. Replaced plunger case right to resolve discovered issue(s). The pump was recalibrated and passed all performance verification testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device alerted force sensor background test error. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.